Event description:
A report was received from (B)(6) stating that an 840 ventilator had an unresponsive keyboard while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The cse inspected the device and replaced the keyboard assembly. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications. (B)(4).